Event description:
Aortic valve explanted due to aortic stenosis and aortic insufficency. Patient originally had valve placed 13 years ago for aortic stenosis and insufficiency. Patient developed symptoms of the same condition and valve was determined to need to be replaced.